Event description:
Olympus (osh) was informed that the customer high-definition liquid crystal display was returned for service/repair for a reported the screen is off and does not show anything found during preparation for use patient was not under anesthesia)of a gastroscopy procedure. The device was replaced, and another similar device was used. The procedure was completed. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as no image displayed and was found due to a defective (qb) circuit board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image on the screen due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.